Event description:
Health care professional reports pt complained of abdominal pain and hypertension (blood pressure 200/90) prior to onset of treatment on 550 device. Procardia given throughout treatment without decrease of blood pressure 2 1/2 hrs into treatment, pt complained of cramping. The pt was treated with normal saline to relieve symptoms. Pt was discharged to home after completion of treatment and instructed to call doctor if further complaints. Pt presented to ER that night and was admitted to the hosp for (4) days with a diagnosis of hemolysis. 550 device was evaluated by the center's technician and found to be operating according to specification.